Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture or sensing. The patient had high potassium. A chest x-ray showed good placement. The technical consultant stated that the lack of capture was likely related to high potassium levels. The device was explanted and replaced. No patient complications have been reported as a result of this event.